Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2017 during which the surgeon noted adhesions on the undersurface of the abdominal wall form a prior mesh placement. Adhesions to both the right side and the left side. It was reported that the patient experienced severe pain, nausea, inflammation and loss of appetite. No additional information is provided.